Manufacturer narrative:
With the available information, boston scientific completed a thorough evaluation of the lead. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported post procedure, about an hour later, the right ventricle lead (rv) had to be explanted and replaced due to high stimulation thresholds. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis, and the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported post procedure, about an hour later, the right ventricle (rv) lead had to be explanted and replaced due to high stimulation thresholds. The replaced lead is expected to be returned for analysis. No adverse patient effects were reported.